Manufacturer narrative:
Additional information :correction update "had a crack on the minicap" to "had a crack on the miniset (transfer set)". One actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot. Functional testing including leak testing and clamp function testing were performed revealing a leak through the set due to the broken occluder foot; clear passage testing identified no issues. No leak was identified between the minicap and female connector. The reported condition was verified. The cause of the damaged occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set was damaged; further described as had a crack on the minicap during use, where the twist sleeve was affected and was not enabling the device to be locked when opening or closing. This was observed during use for peritoneal dialysis therapy. Subsequently, the transfer set was replaced on the same day as the event. There was no patient injury or medical intervention associated with this event. No additional information is available.